Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: colectomy. Description of event: [hospital] product: c8401. During the case, the doctor tried rolling the alexis only once rolling then the retraction ring(white) was broken. No product returning. Intervention: ni. Patient status: no patient injury.

Event description:
Procedure performed: colectomy. Description of event: [hospital]. Product: c8401. During the case, the doctor tried rolling the alexis only once rolling then the retraction ring(white) was broken. No product returning. Intervention: ni. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformance's that could have contributed to the reported event. Based on the description of the event it is possible that the reported event unit was manufactured with damages or non-conformance's on the device and falsely passed manual inspection. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.